Manufacturer narrative:
Multiple attempts were made to obtain the device context of use, evaluation, repair, and operational status with no response from the customer. No further information was provided. A supplemental report will be submitted if new information is obtained.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address state (B)(6). Reporter phone (B)(6). Reporting institution phone (B)(6).

Event description:
The customer reported that a problem with database server allowing bed monitors to have connection interruptions. The device was in use on patient at time of event, there was no adverse event reported.